Event description:
It was further reported that the target vessel was severely calcified. On the first inflation the balloon was inflated to twelve atmospheres for twenty seconds. On the second inflation the balloon was inflated for five seconds and ruptured. The device was removed intact.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous coronary intervention treatment procedure a balloon rupture occurred. The 90% stenosed lesion was located in a calcified and moderately tortuous mid left anterior descending artery. The lesion was predilated with an unknown balloon and an unknown stent was deployed. The apex monorail 15mm x 3.00mm was intended for post dilation. On the second inflation the balloon ruptured at twelve atmospheres due to a pinhole in the balloon. The procedure was completed with a 3.0 x 12mm nc quantum apex balloon. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by manufacturer: as the unit has not been returned a technical analysis could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).